Manufacturer narrative:
(B)(4). Patient returned pump for alleged exposure to moisture observed on (B)(6) 2022. Pump received with flashing medtronic logo after battery installation. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to flashing display. The p-cap/reservoir does lock properly. Unit was unable to download to thump due to flashing display. Unit was cut open and found moisture damage to force sensor, pcb1 board and pcb2 board during visual inspection. Cleaned the pcb1 board and pcb2 board with alcohol and no effect. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, cracked battery tube threads, cracked keypad overlay, cracked case at corner of belt clip rails, and moisture damage to electronic assemblies. Exposure to moisture confirmed at electronic assemblies. Flashing medtronic logo confirmed due to moisture damage to electronic assemblies. Unable to download confirmed due to flashing medtronic logo. The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump was affected by water during raining. No harm requiring medical intervention was reported. The device was returned for analysis.